Event description:
It was reported that a sheath leak occurred. A 1.50mm rotapro was selected for use. During the testing phase, it was noted that there was saline leak at the connection between the advancer and the drive shaft sheath. Furthermore, there was a sound of air leakage and at the same time, a stall indication appeared, and the device did not rotate. The circuit was connected correctly. The usage of the device has been discontinued and the procedure was completed with another of the same device. No patient complications reported.

Event description:
It was reported that a sheath leak occurred. A 1.50mm rotapro was selected for use. During the testing phase, it was noted that there was saline leak at the connection between the advancer and the drive shaft sheath. Furthermore, there was a sound of air leakage and at the same time, a stall indication appeared, and the device did not rotate. The circuit was connected correctly. The usage of the device has been discontinued and the procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection and device-to-device interaction test were completed. In order to determine the cause for the device stall, destructive testing was performed, in which the advancer was dismantled, and the interior components were inspected for damages or defects. Visual inspection found no damage or irregularity. Inspection of the device after destructive testing found that the ultem was melted. The rotapro system was connected to the rotapro console and the device was connected to the saline infusion line - there was no irregularity detected. The ablation button was pressed; the device stalled and would not run. The sound of air could be heard escaping the device during the stall.